Manufacturer narrative:
The lot number was unable to be obtained. Therefore, no device history record review was able to be completed.

Event description:
On an unknown date, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date in (B)(6) 2019 follow-up examination revealed disease progression into the patient's right common iliac artery. No endoleak was reported. It was noted that the length of the initial landing zone of the ipsilateral leg of the trunk-ipsilateral leg component, located in the patient's right common iliac artery, had become shortened. On (B)(6) 2019 a re-intervention was performed whereby a contralateral leg component was used to extend the ipsilateral limb distally. The patient tolerated the procedure.